Event description:
Email received from embecta employee unable to enter into sales force system. Their email went to product complaints on sept 4, 2024. Email comments from embecta rep - hi ¿ I¿m looking to report 2 separate product complaints. I apologize as I did not consider them complaints upon initially hearing. The information came from 2 different pharmacists last week and were in reference to patients. I do not have any patient information; therefore, I cannot complete the complaint intake form on salesforce. But I can follow up with the pharmacists if needed. I¿m just looking for guidance as I know we just completed training, but this is still new to me. Called this reps phone number 2 times. No answer left 1 message on voice system. Will be emailing her now.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.